Event description:
Biomed reported that the hospital is having multiple channel disconnect events due to iui issues (corrosion or damage) and that this has been happening for years. No specific event details were provided. In (B)(6) the devices were all pm'd and all of the iui's were changed. Biomed stated the tech shop is changing iui's and performing pm's daily. Users are being trained to visually check and "wiggle" the pumps before use and yet he is still having complaints from medical personnel that their pumps lost connection during a case or transport of a patient. There was no report of patient harm and no medical intervention. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). No devices will be returned for investigation. No failure investigation could be performed. The root cause of the customer's experience could not be identified. Discussed with the customer that improper cleaning could be the source of the issue. Customer has been provided with approved cleaning practices information. Arrangements have been made for a carefusion representative to visit the facility.